Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing of the device confirmed the pad-pak was first installed by the customer on (B)(6) 2011 and performed to specification up to (B)(6) 2014. During this time a new pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed between the (B)(6) 2014 and the final history log entry on the (B)(6) 2014. Investigation concluded that this type of fault can be contributed to membrane failure. The fault was witnessed during the course of the investigation and the fault could not be replicated with a new membrane fitted. Furthermore there was a slight fluctuation observed on the pogo-pins, however this would not have affected the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.